Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had fluid leakage in the interior wall of the housing. This issue was discovered during filling at the hospital. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h10: the device was received for evaluation. Visual inspection on the sample via the naked eye showed no evidence of water droplets on the interior wall of infusor housing. Only small trace of rainbow color hue was observed on the interior wall of infusor housing. The rainbow color hue was evidence of small trace of silicone oil. The small trace of silicone oil had already dried up and therefore an ftir test could not be performed. Silicone oil is a medical fluid that conforms to usp class v for non-volatile material. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential rupture from cover/housing contact. Small amount of silicone oil from the bladder may have come in contact with the interior wall of the housing during manufacturing; this condition is cosmetic and has no impact on the function of the product. Functional leak testing was performed, and no issues were noted. Based on the analysis finding, the infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.